Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿when a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation and the age of the device, it is believed that the device failed due to prolonged repeated use, or the user¿s excessive force on the video connector. This action ultimately lead to the electrical connection to the scope to become unstable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the routine inspection, the video connector latch was loose and causing a flickering image to display on the device. Additionally, the front panel was faded, and the software was out of date. Replacement parts were installed, successfully tested, and the device was returned to the user facility on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center was sent in for an annual inspection. During the inspection it was discovered that the locking lever had failed. There was no patient involvement during this event.